Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified unspecified location. The wanda pta balloon dilatation catheter ruptured at 14 atms. The number of inflations is unknown. The wanda pta balloon dilatation catheter was removed and the procedure was completed with another wanda pta balloon dilatation catheter. There were no patient complications or injuries reported. The patient status is listed as 'stable'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)